Event description:
It was reported that the implantable cardioverter defibrillator (ICD) recorded atrial tachycardia response (atr) episodes. The patient received an inappropriate shock due to supraventricular tachycardia (svt) during a 5k run and the system was reprogrammed up to 200 beats per minute for the therapy zone, but it was not known if this occurred with this system or the patient's old competitor system. Additionally, there was right atrial (ra) lead noise noted. Data was reviewed and (B)(6) technical services observed short episodes of atrial noise and or artefacts. The most recent inappropriate atr events had been caused by the sensing of atrial oversensing noise. Suggestions were made to exclude mechanical issues and lead impairment by having the patient perform maneuvers to try to reproduce noise, perform lead evaluation and confirm all electrical testing. No additional adverse patient effects were reported. The device, this rv lead and ra lead remain in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).